Manufacturer narrative:
Siemen's investigation into the reported incident is on-going. The return of the device for evaluation has been requested. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens was notified on (B)(6) 2012 that the gantry roller chain broke on the linac system when the pt was loaded however the beam was not on. Reportedly, the gantry rotated some degree and stopped without control from the technician. There was not report of injury to the pt or the technician. This reported issue occurred in (B)(6).